Event description:
A customer reported a cgm error, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted by providing complete instructions for a pump reset and guided the customer through this process. After the reset, the cgm error was resolved, and the customer successfully initiated their sensor session.